Manufacturer narrative:
Additional information: h3: device evaluation: lens was returned in a micro centrifuge vial with moisture the lens. Visual inspection found the haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -10.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. The lens was removed within the same surgery due to excessive vault, elevated iop and significant reduction of irido-corneal angles. On (B)(6) 2020 a replacement lens of shorter length was implanted and the problem resolved.